Event description:
A caller reported encountering a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a complete pump reset, guiding the caller through the process. Upon completing the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.